Event description:
Pt was in critical condition and losing blood pressure due to a failed attempt at angioplasty and going into cardiogenic shock - the iabp catheter was introduced and the console malfunctioned. Unable to get console to zero out the pressure transducer or get a pressure waveform, another console was obtained. The malfunction of the console caused a delay in delivery of treatment during a critical time - pressure transducer connected to balloon pump is manufactured by another co.